Event description:
It has been reported to philips that the system shut down and could not reboot to application. The patient was moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. It was discovered that the l1 breaker for the mains power distribution unit (mpdu) tripped. The system was turned on after the l1 breaker was reset. The system booted up to the application, but the geometry computer did not power on. It was identified that the power supply of the geometry pc was defective. The geometry pc has been replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.